Event description:
It was reported that during a complex, heavily calcified tibial peroneal trunk artery intervention, the balloon catheter was being removed when a portion of the whisper wire came out of the anatomy inside the balloon. Approximately 80 to 100 cm of the whisper wire remained in the anatomy. Snaring was attempted, but was unsuccessful. The patient was taken to surgery where the separated portion of the wire was removed from the anatomy. Additionally, the patient may have had his leg amputated the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported wire separation was confirmed. Based on a visual inspection of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. Review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar device issues reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.